Manufacturer narrative:
Manufacturing review: a manufacturing review was not performed as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. Images and medical records were not provided. There was no specific deficiency alleged. The investigation is inconclusive. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: possible complications include, but are not limited to, the following: movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens; filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques; perforation or other acute or chronic damage of the ivc wall; acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels; deep vein thrombosis; caval thrombosis/occlusion; extravasation of contrast material at time of venacavogram; air embolism; hematoma or nerve injury at the puncture site or subsequent retrieval site; hemorrhage; restriction of blood flow; occlusion of small vessels; distal embolization; infection; intimal tear; stenosis at implant site; failure of filter expansion/incomplete expansion; insertion site thrombosis; filter malposition; vessel injury; arteriovenous fistula; back or abdominal pain; filter tilt; hemothorax; organ injury; phlegmasia cerulea dolens; pneumothorax; postphlebitic syndrome; stroke; thrombophlebitis; venous ulceration; blood loss; guidewire entrapment; pain. All of the above complications may be associated with serious adverse events such as medical intervention and/or death. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a patient had expired sometime post vena cava filter deployment, the cause of death is unknown at this time. The reason for the filter deployment was not provided. No other pertinent patient or medical information was provided leading up to or surrounding the patient's death. No specific device malfunction(s) was reported that may or may not have caused or contributed to the patient's death.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review:the current IFU (instructions for use) states: potential complications: possible complications include, but are not limited to, the following: ¿ movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. ¿ filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. ¿ perforation or other acute or chronic damage of the ivc wall. ¿ acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. ¿ deep vein thrombosis ¿ caval thrombosis/occlusion ¿ extravasation of contrast material at time of venacavogram. ¿ air embolism ¿ hematoma or nerve injury at the puncture site or subsequent retrieval site. ¿ hemorrhage ¿ restriction of blood flow. ¿ occlusion of small vessels. ¿ distal embolization ¿ infection ¿ intimal tear ¿ stenosis at implant site. ¿ failure of filter expansion/incomplete expansion. ¿ insertion site thrombosis ¿ filter malposition ¿ vessel injury ¿ arteriovenous fistula ¿ back or abdominal pain ¿ filter tilt ¿ hemothorax ¿ organ injury ¿ phlegmasia cerulea dolens ¿ pneumothorax ¿ postphlebitic syndrome ¿ stroke ¿ thrombophlebitis ¿ venous ulceration ¿ blood loss ¿ guidewire entrapment ¿ pain all of the above complications may be associated with serious adverse events such as medical intervention and/or death. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a patient had expired sometime post vena cava filter deployment, the cause of death is unknown at this time. The reason for the filter deployment was not provided. No other pertinent patient or medical information was provided leading up to or surrounding the patient¿s death. No specific device malfunction(s) was reported that may or may not have caused or contributed to the patient¿s death. New information received: it was reported through the litigation process that a vena cava filter was deployed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. The device was not removed and there were no reported filter retrieval attempts. After an unknown amount of time post filter deployment, the plaintiff expired.